Event description:
The pt underwent a diagnostic procedure. The cardiologist attempted arteriotomy closure with a techstar xl 6 f device. The physician deployed the needles and the posterior needle did not present. He then backed down, checked by fluoroscopy to confirm back down and redeployed the device. The needles did not present. He again attempted to back down the device and remove it but encountered resistance. While manipulating the device, the sheath separated from the needle guide. With the aid of fluoroscopy, the physician located the posterior needle which had deflected into the sub-cutaneous tissue, and remove it. The pt was taken to surgery for device removal and surgical closure of the arteriotomy. Surgery was successful and the pt recovered without further incident.